Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had false upstream occlusion. This occurred during testing in the biomed service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information: d9, h3, h6, h11. H11: the device was received for evaluation. During functional testing, the reported problem "upstream occlusion false" was not reproduced. Evaluation sent the device for upstream occlusion test and the device came back with passing results. A review of the event history log revealed "upstream occlusion" messages. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was an out of specification ultrasonic sensor reading. The upstream sensor required to be replaced to correct the reported problem. Should additional relevant information become available, a supplemental report will be submitted.